Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02442.

Event description:
The patient was undergoing a coil embolization procedure in the cystic artery using ruby coil lps. During the procedure, a ruby coil lp would not advance at all past its initial position within its introducer sheath. Subsequently, the hospital technologist bent the pusher assembly of the ruby coil lp. Therefore, the ruby coil lp was removed. Next, the same issue occurred with another ruby coil lp. Therefore, the ruby coil lp was also removed. The procedure was completed using a new packing coil lp. There was no report of an adverse effect to the patient.